Event description:
It was reported that the patient's right ventricular lead was capped due to over-sensing of an unspecified source. The lead was capped and replaced on 18 jan 2023. The patient was stable.